Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was displaying the battery indicator message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at approximately 12 pm on (B)(6) 2016. The patient reportedly manages their diabetes with a combination of oral medication, diet and exercise. It is not known what action, if any, the patient took in regards to his usual diabetes management regimen in response to the alleged issue. Approximately 30 minutes after the alleged meter issue began the patient reported developing the symptoms of "sweaty" and "dizzy". In response to the symptoms, the patient claimed she treated herself with food and drink between 1 and 2 pm on (B)(6) 2016. During troubleshooting the csr confirmed that this was not the first usage of the device and that it had not been misused. Based on the information provided by the customer the csr was able to determine that the patients meter required new batteries. However, the patient was not in possession of any appropriate replacements. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.